Event description:
It was reported that "patient had racing heart during insertion." Additional information received states "when patient visited the ed for chest pains, the initial x ray shows the catheter tip deep into the right atrium. The vascular access team pulled the catheter back 3cm. The patient still complained of chest pain; therefore, the team pulled back an additional 1cm for a total for 4cm retracted. Final x ray shows proper placement at 12cm external (line trimmed to 50cm. Vitals were normal when patient visited the ed. No further issues." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient had racing heart during insertion." Additional information received states "when patient visited the ed for chest pains, the initial x ray shows the catheter tip deep into the right atrium. The vascular access team pulled the catheter back 3cm. The patient still complained of chest pain; therefore, the team pulled back an additional 1cm for a total for 4cm retracted. Final x ray shows proper placement at 12cm external (line trimmed to 50cm. Vitals were normal when patient visited the ed. No further issues." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).